Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, approximately eight weeks prior to the receipt of this report, the patient initially experienced the peritonitis. At the time of the onset, the patient had an extremely sensitive and distended abdomen with cloudy pd effluent and at the time it was believed that the patient had a perforated bowel. On an unreported date, the patient was admitted to the hospital for peritonitis for approximately two weeks. On an unreported date during hospitalization, the patient received treatment for the peritonitis with unspecified antibiotics. On an unreported date, the patient was discharged and sent home with unspecified antibiotics. However, the infection did not resolve and the patient was readmitted to the hospital in the week prior to the receipt of this report. On an unreported date, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.